Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device was not capturing the patient's ECG rhythm through the paddles lead. The customer indicated that the device displayed paddles leads off and the ECG lead disappeared. The device began working again without any issues. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA - blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA - no. Section g5 of the initial medwatch report indicates: combination product ¿ blank. Section g5 of the initial medwatch report should indicate: combination product ¿ no.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device was not capturing the patient's ECG rhythm through the paddles lead. The customer indicated that the device displayed paddles leads off and the ECG lead disappeared. The device began working again without any issues. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device was not capturing the patient's ECG rhythm through the paddles lead. The customer indicated that the device displayed paddles leads off and the ECG lead disappeared. The device began working again without any issues. There were no adverse effects to the patient due to the reported issue.